Event description:
During a laparoscopic gastric sleeve, staff opened staple re-load that malfunctioned. Staff had opened several re-loads and only this reload malfunctioned. The procedure was completed as planned with a working device and no harm came to the patient. The device was saved without packaging and will be returned to the manufacturer for failure analysis. The handle was used without malfunction once replacement reloads were put in use. Per site reporter: the device will be returned for failure analysis.